Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the precautions portion of the thruway device instructions for use, "do not torque, advance or withdraw the guidewire if significant resistance is felt. Torqueing, advancing or withdrawing a guidewire against significant resistance may cause vessel damage, guidewire damage and/or guidewire tip separation." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided it appears that clinical and/or procedural factors may have impacted on the event as reported. The patient information was not provided at the time of this report. If any further relevant information becomes available a follow up medwatch report will be submitted.

Event description:
The jetstream became stuck on the wire. The jetstream was in blades down mode when the wire fractured. A portion of the wire dislodged in the patient's leg and they had to snare it out. Everything else was simply removed from the patient.

Manufacturer narrative:
This is a follow-up to a previously submitted medwatch report. The device was received for evaluation. As received, the specimen consisted of one-1 each 300-014 gw, short taper; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presented an overall length of 300.25cm, a proximal marker coil length of 0.510cm /.201", a second distal marker coil length of 0.510cm /.201", a first distal marker coil length of 0.512cm /.202", a distal coil length of 3.166cm, spacing lengths between coil segments of 0.494cm, 0.486cm, and 0.492cm; a coated shaft diameter of .01320" to .01325", a proximal marker coil diameter of .01150", a second distal marker coil diameter of .00955", and a first distal marker coil diameter of .00970" a distal coil diameter of .01410" to .01415". The width, spacing and placing of the depth marker bands appears normal and correct. The damage presented by the specimen prevents passage of a gage bushing certified to be .0143" over the length of the device to either aspects of the deposits of dried biomaterial. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented numerous bends/kinks of varying severity and frequency scattered over the length of the device. The specimen wire also presented scattered regions of scraped ptfe coating with coating removal and deposits of dried biomaterial on the wire shaft. The proximal marker coil presented an offset coil wrap 0.15cm from its distal end. All joints appeared to be correct and intact. The report of damage is confirmed, however, the complaint that the "a portion of the wire dislodged in the patient and they had to snare it out" could not be confirmed. The wire that was returned was intact; but damaged (scraped ptfe coating and a proximal marker with an offset coil wrap). Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As noted in the precautions portion of the thruway device instructions for use, "do not torque, advance or withdraw the guidewire if significant resistance is felt. Torqueing, advancing or withdrawing a guidewire against significant resistance may cause vessel damage, guidewire damage and/or guidewire tip separation." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented by the returned sample it appears that clinical and/or procedural factors may have impacted on the event as reported. The patient information was not provided at the time of this report. If any further relevant information becomes available a follow up medwatch report will be submitted.